Manufacturer narrative:
(B)(6) g4:510k unknown one device was returned for analysis. Visual inspection showed a damaged dso seal. Review of the event history log (ehl) showed error 41625. A functional test was performed and the reported issue was not duplicated, however a damaged dso seal, error 41625, and motor issue were confirmed. As a result, the dso seal and sensor, and motor were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump issue was unknown and required repair. No adverse patient effects were reported by the customer.